Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nursing technician reported a system message was displayed and cassette insertion was not allowed prior to surgery. The system was rebooted but the message persisted. The surgery was canceled after the pt had received a sedative. An additional five scheduled procedures were canceled. Additional info was received indicating the sedative given to the patient was intravascular and the patient had received a topical anesthetic. There was no patient harm or injury reported.